Event description:
It was initially reported that the pt's device would not hold a charge. It was subsequently reported the implantable neurostimulator did not charge properly and the pt did not have adequate coverage. The device was explanted. Pt's status was unavailable at the time of report. Additional info has been requested and will be made as follow up as it becomes available.

Manufacturer narrative:
(B)(4)